Event description:
It was reported that inappropriate shocks were delivered due to t wave oversensing involving this electrode. The patient was seen for a follow up and when automatic set-up was performed the primary sensing vector was chosen. Testing was performed which showed noise in all three sensing vectors. It was decided by the physician to program the device to the alternate sensing vector which showed less noise and increase in the conditional zone from 200 to 220 beat per minute. The clinician was informed that it would be recommended to do another follow up at higher frequencies in order to reproduce signal morphology observed prior to the inappropriate shock. The patient was scheduled or another follow up and x-ray images taken in (B)(6) 2020 after the patient had a sternotomy, and the electrode was repositioned to the left side were sent for review to technical services (ts). A review of the device data by technical services (ts) noted that based on x-ray images there was evidence that the sensing signal and detection may be compromised due to close proximity of the electrode coil and the sternal wires. Ts discussed to consider mechanical contact between the electrode coil and the sternal wires were a potential risk for mechanical noise or mechanical compression or contact that could result in physical insulation or conductor damage. A follow up took place and no noise was observed when manipulating the electrode. It was observed that the alternate sensing vector showed amplitudes changes when the patient was laying down thus it was decided to program the device to the primary sensing vector which showed no noise/oversensing. A new session was initiated when exercise testing began. Morphology change was clearly reproduced. It was noted that the patient will transmit data once a week for the next month via remote monitoring. Ts reviewed the most recent device data and noted that the primary sensing vector seemed more susceptible to noise, while the alternate sensing vector was less susceptible to noise, but had more amplitudes changes, possible exposing the patient to more risk. During exercise, the alternate sensing vector appeared to be the better performing sensing vector. At this time the electrode remains implanted and no further changes were made. No adverse patient effects were reported.